Event description:
The catheter broke during dressing change. The catheter was removed without any problems.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessels, lots 69008p100 and 69683p100, expiration: n/a. Upon further review, it was determined another suspect architect reaction vessel lot 69683p100, was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used in the stenting of a stenosis on (B)(6) 2010. According to the complainant during the colonic stenting procedure, the delivery system was inserted over the wire into the splenic flexure and an attempt was made to deliver the stent. After partially deploying the stent, the nurse encountered strong resistance and "nothing was moving". A cracking sound was heard, and the white exterior tube handle detached. The delivery system was removed and the procedure was completed the following day with another wallflex enteral colonic stent. There were no reported patient injuries as a result of this event. The patient's condition post procedure was reported to be normal.

Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a vessel dissection occurred. The 70% stenosed lesion being treated was located in the right coronary artery (rca). The physician deployed a 3.0x15 promus drug eluting stent, inflated to 16atm for 20 seconds. Multiple balloon inflations were made with a 2.5x10mm non-bsc balloon, inflated to 14-20atm for 5-10 seconds. The physician attempted to place a 3.0x28 promus stent, but was unable to cross the lesion. Additional balloon inflations were made with a 3.0x12 quantum maverick balloon, inflated to 14-20atm for 10-15 seconds. The physician attempted to place another 3.0x28 promus stent, but was unable to cross the lesion. A 'little bit of a dissection' occurred in the process. Then the physician was able to deploy three 3.0x12mm promus stents. The fourth 3.0x12 promus stent was unable to cross the lesion. Additional balloon inflations were made with a 3.0x12mm quantum balloon, inflated to 20-22 atm for 10 seconds. A 3.0x12 non-bsc stent was deployed. Then the stents were post dilated, multiple times, with a non-bsc balloon. The stents overlapped, backing all the way up into the proximal rca, to cover the lesion and wind up with a very nice looking final result. Patient status reported as "ok".

Manufacturer narrative:
(B)(4). Additional architect reaction vessel lots: 69008p100, device MFR. Date: 9/8/08, expiration date: na; architect reaction vessel lot 69683p100, device MFR. Date: 10/7/08, expiration date: na. Continued from concomitant medical device: architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a (B)(4) lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device, lot number, other #: the initial medwatch was submitted with lot number 71554p100, which is not associated with remedial action 1415939-2/27/09-003-r, however, lot 69008p100 used by the customer, is associated with this recall. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1006, (unable to process test, background read failure) generated from the architect i2000sr analyzer. The customer observed this error has occurred recently as well as error code 5900 (step loss, process path carousel motor). The customer was asked to perform troubleshooting procedures and requested a field service (fs) visit. The fse performed maintenance procedures and suspected the lot of reaction vessels. The customer also observed error code 1007 (unable to process test, activated read failure) and reported the issue was resolved after the change in reaction vessel lot. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.